Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when sufficient device details have been provided. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Uniglide revision.